Event description:
It was reported that cidex opa test strips were not showing a failure for bad solution until 5-6 minutes. The product IFU indicates to read results at 90 seconds. Reading at 90 seconds would indicate a false pass result.